Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient complained of pain and discomfort at the implant site. The implantable cardiac monitor (icm) device protruded when the patient stands or sits. The physician confirmed that the device did not migrate, but it was decided to relocate the device to a slightly angled position for deeper seating. The device remains in use. No patient complications have been reported as a result of this event.